Manufacturer narrative:
(B)(4). Batch # r92r8t. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that the teflon pad of har36 fall from its place during surgery. So surgeon stop using ace probe and complete the surgery with another energy device. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r92r8t. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition also it was received with the blade scratched and cracked. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the foot switch. The device was analyzed, and it was determined that it was connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The blade broke off during functional testing. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. The batch history record was reviewed and there were no defects,protocols or ncr(s) found during the manufacturing process related to this complaint.